Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that during a rotator cuff repair the suture wasn't sliding through the reps healix advance peek anchor well. The tip of the anchor bent and pulled the suture in from the wrong direction and the anchor could not be used. The case was completed by the surgeon created a new bone hole, using another anchor and going in at a more lateral angle. There were no patient consequences but a 10-minute delay was reported. The device was discarded by the customer.